Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent and sometimes prolonged hypoglycemia while using the system, with fluctuating glucose and patterns of high glucose followed by lows, in the context of inconsistent meal announcements, unannounced snacks, and potential overtreatment of lows. Symptoms included hypoglycemia. Outcomes included no need for assistance and no hospitalization. Investigation included clinical review of cgm metrics and user behavior, education on meal announcements and snack entry, guidance to avoid overtreatment of hypoglycemia with instructions to use measured fast-acting carbohydrates, and recommendations to improve alert awareness by using the cgm app at night. Investigation of this case revealed user handling and use error contributing to hypoglycemia, with device performance not indicated as malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training, addressed through troubleshooting and additional education.